Event description:
It was reported the patient experienced discomfort at the ipg pocket site. The physician believed the ipg was located on top of a nerve which could have caused the issue. However, the patient had effective therapy. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's ipg pocket site was moved to a different location. The patient reportedly has effective stimulation coverage postoperative and the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).